Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical/ chemical stress was applied during device handling by the user. As a result, peeling occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed. The connecting tube had a cut: as a result the component was no longer water tight and did not meet insulation resistance specifications. Functional testing also showed the angle wire bending angle in the up direction did not meet with specifications due to a worn angle wire. Visual examination was performed; this showed the bending section cover adhesive was worn and cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis exera iii bronchovideoscope failed leak testing. The device was returned to olympus for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No patient injury reported.